Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed accuracy confirmation testing. Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The external/internal inspection was performed with no issues noted. The device passed electrical testing. A volumetric accuracy test was performed and the device failed. The cause was determined to be improper installation of the copper mesh pads. The copper mesh pads were scrapped and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.